Manufacturer narrative:
The investigation of thrombus and low pump flow has been completed. Reported a spike in motor current and drop in flows shortly after initiation. Pump was removed and biomaterial was noted on the inlet. Pump and purge cassette returned. Biomaterial found around impeller. No other damages or abnormalities found. Data logs show motor current spike followed by low flows, step up in placement signal and suction shortly after the pump is started. The root cause of the low pump flow was most likely biomaterial since there was biomaterial found around the impeller and ingestion pattern in the data logs. As the necessary information was not provided, the root cause of the thrombus was not determined.

Event description:
The complainant had placed a impella rp to support a patient admitted in with postcardiotomy cardiogenic shock and was placed on the rp and 5.5 pump. The rp was having low flows and was removed after 12 minutes. The team observed there to be thrombus at the pump. The team decided not to replace the pump and the patient remained on the 5.5 pump alone. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.